Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the downstream occlusion (dso) sensor as well as upstream occlusion (uso) sensor were found to be out of calibration. The dso/uso sensors were calibrated to fix the issue.

Event description:
It was reported that the device had downstream occlusion at 13.4psi-within spec, however it was reported to be faulty. Customer noticed any cadd under 15psi calibration was alarming. Ideally the device calibration would alarm above 15psi. There was no patient involvement.